Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8575, lot# j0455513r, implanted: (B)(6) 2004, product type: accessory. (B)(4)

Event description:
Information was received from a consumer via a healthcare provider regarding a patient receiving fentanyl 200ug/ml at 175.4/d and bupivacaine 5mg/ml at 4.37/d via an implantable pump. The patient was also believed to be taking oral percocet as well. The indication for use was not reported. A family member called the healthcare provider to report a code of 8476 on the patient's ptm. A motor stall was seen on initial interrogation. The patient did not recently have an MRI. It was not known if the patient experienced any symptoms. Troubleshooting included the home care nurse went to the patient's home and attempted to interrogate and update to prompt a restart, multiple attempts. The cause of the stall was unknown. The eri was 9 months. On (B)(6) 2015 the ptm displayed a code and it was determined to be a motor stall code. It was not that it had stalled on 4 separate occasions but had recovered on 3. The motor stall had not been resolved. The patient was transported to the ER (emergency room) via ambulance. The motor stall did not restart so turned off. The patient was admitted to the hospital with pca and weaned to oral meds. On (B)(6) 2015 it was further reported that the patient had received an error code indicating a motor stall. The patient was seen and the pump was turned to minimum rate mode. The pump was interrogated and logs indicated motor stall. The patient was weaned down to oral medications and was scheduled for explant or replacement. The patient status at the time of the report was indicated as alive, no injury.